Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had a micro lengthener out on her metatarsal and the device would not distract so a new device was out on and the new one works.

Manufacturer narrative:
The reported event that lengthener tube hoffmann ii micro was alleged not functional could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was caused by wrong handling of the device. The devices were received assembled. After using the appropriate tools to unscrew the different tightened screws, the devices were all fully functional. During the functional test it is possible to contract or distract the device without any problem. Therefore this case is closed as no failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient had a micro lengthener on her metatarsal and the device would not distract so a new device was put on and the new one works.